Event description:
It was reported that customer received a spanish software anomaly alarm. After troubleshooting, customer was advised to monitor insulin pump and spanish anomaly alarm may occur during normal use. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.